Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. The smartpass feature had programmed itself off due to the low intrinsic amplitudes. The device sensing vector was reprogrammed and the smartpass feature was also successfully turned on. There were no additional adverse patient effects.